Manufacturer narrative:
Investigation results: twenty-one 10016073 samples were received in sealed packaging from lot 23059271. The customer reported that within the box packaging of one hundred 72215n products, twenty-one were received labeled as 10016073 products. The returned samples were inspected by measuring the length of the tubing, in each instance the tubing length was approximately 40 inches long, suggesting the products were in fact the 72215n product. The details of this feedback were forwarded to the manufacturing site for investigation. Their investigation confirmed that the customer's experience is likely to have been caused by an incorrect product insert being placed into the packaging of the 72215n product. In this instance it is likely that an incorrect segregation occurred during the manufacture of the two products, which resulted in an incorrect product insert being placed within the packaging of the 72215n product. The packaging process is manually performed, and therefore the customer's experience is likely to have occurred due to human error. A review of the production records for lot 23059271 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 72215n product over the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd alaris secondary set had wrong product. The following information was received by the initial reporter with the verbatim: customer ordered 100ea (1cas) x 72215n, batch 23059271 in a sealed carton when open there is only 79ea x 72215n and 21ea x 10016073 batch 23059271 which was not ordered.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.